Event description:
The product was returned with no information. The manufacturer's device tracking system indicated the pt had expired. The cause of death and relationship of the pt's death to the device/therapy was not reported.

Manufacturer narrative:
The implantable neurostimulator (ins) and two extensions were returned for analysis. Final device analysis of the ins revealed no anomaly found, the ins was functionally ok. The ins output was tested at the cut end of the extension. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the cut end of the extension. The titanium can was scratched, and there was foreign material in the connector port. Final device analysis of both extensions revealed that the distal ends of the extensions were not returned. The proximal ends were intact and undamaged. The extensions were not fully seated in the connector port, but this did not affect output. There were no significant anomalies. The extensions were ok, but cut through (suspected explant damage).